Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the circuit board was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter had an issue with the meter display on coaguchek xs meter serial number (B)(4). The reporter stated the meter is not powering properly. The reporter can see a partial display and then the meter goes blank. The reporter stated the meter beeps 3 times but does not display any icons. The reporter performed a display check and advised partial display appears momentarily and the meter goes blank. The reporter cleaned the contacts and installed new batteries. The meter does not power on at all.